Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. .

Event description:
It was reported to philips that the device was alarming. There is no patient involvement.